Event description:
It was reported that during a da vinci hysterectomy procedure, the pk dissecting forceps instrument made non-intuitive movements and on inspection, it was noted that a wire was loose. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found the pitch cable derailed inside the housing by the clamping pulley creating loose tension on the pitch area of the grip. Failure analysis investigation also found the following damages to the instrument: the pitch cable was frayed at the distal clevis hub. No damage was found at the clevis. The clamping pulleys were corroded/contaminated with residue around clamping pulleys on the cable rails area in the housing. Failure analysis concluded the damage was likely due to improper cleaning. The reprocessing instructions under cleaning, disinfection, and sterilization general information section specifically states: warning: read all instructions carefully. Failure to properly follow instructions may cause improper functioning of the device. There were scratches on the surface of the distal pulley. There were various scratches on the distal end of the main tube exhibiting light material removal and a rough surface finish. The scratches were short in length and not axially aligned with the tube. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the additional findings of the frayed cable and tube abrasions with material removed, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.